Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patients left eye resulted in a z-syndrome approximately 10 weeks post lens implant. A yag procedure was performed; the date of the yag was not provided. The lens was explanted and replaced with another model lens with different diopter power. The patient's current status is good.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7450037) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.